Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) hospital. Device evaluation: a mz1000 china product was not available for investigation of pr (B)(6); however, the customer confirmed that the complaint sample was from lot 24036029. The feedback provided by the customer states that, "a crack was found in the cannula connector, with fluid leaking out." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24036029 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mz1000 china in the past 12 months.

Event description:
It was reported that the bd maxzero needleless connector was cracked. The following information was provided by the initial reporter, translated from chinese to english: around 16:35 on the afternoon of (B)(6) 2025, during the inspection of the ward, it was found that the patient's right upper limb clothing was wet. The patient was using a PICC tube to infuse nutrition. No obvious problems were found during the inspection. The tube was flushed with normal saline and cracks were found in the needleless connector, which was leaking. The needleless connector was replaced immediately.